Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the plastic cover of the stopper was "inflated" form on the cap surrounding the stopper. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that in the lab, before processing the tube sin their automated system, they detected a defect on 10 tubes in total, 1 was bend and the other 9 looked like the plastic cover of the stopper was "inflated" like there was a ring or a "donut" had form on the cap surrounding the stopper. When the tubes where collected there was no issue detected. The tubes are transported to the lab at room temp, only 8 min between collection and lab.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 8 photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see h10

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the plastic cover of the stopper was "inflated" form on the cap surrounding the stopper. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that in the lab, before processing the tube sin their automated system, they detected a defect on 10 tubes in total, 1 was bend and the other 9 looked like the plastic cover of the stopper was "inflated" like there was a ring or a "donut" had form on the cap surrounding the stopper. When the tubes where collected there was no issue detected. The tubes are transported to the lab at room temp, only 8 min between collection and lab.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.1. Imdrf annex a grid : a0401 - break

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the plastic cover of the stopper was "inflated" form on the cap surrounding the stopper. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that in the lab, before processing the tube sin their automated system, they detected a defect on 10 tubes in total, 1 was bend and the other 9 looked like the plastic cover of the stopper was "inflated" like there was a ring or a "donut" had form on the cap surrounding the stopper. When the tubes where collected there was no issue detected. The tubes are transported to the lab at room temp, only 8 min between collection and lab.